Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the reciever was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A charge of the unit was attempted and it failed to charge and boot. The data log was attempted to download, however failed. A receiver functional could not be performed. The receiver case was opened for an interior inspection, and found moisture damage in the receiver, very heavy contamination on pcba and see some burn marks on the main board (at u5). The complaint was confirmed for receiver overheating due to moisture damage lead to overheat on pcba components. The root cause was determined to be moisture damage.